Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a breakage or fractured. This ra lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a breakage or fractured. This ra lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported. Subsequent additional information was provided that reported that the right atrial (ra) lead had exhibited oversensing noise, pacing inhibition and high out of range pacing impedances that triggered a lead safety switch (lss). A fluoroscopy was done, and the images confirmed fracture due clavicle crush. The physician performed the lead revision, surgically abandoned and replaced the ra lead with a new lead. No additional adverse patient effects were reported.